Event description:
The 1000ml bag of lr-lactated ringers was placed in a pressure bag and inflated to about 22mmhg. There were no occlusions in the line and the intravenous tubing ruptured causing the bag of lr to soak the floor and the provider with approximately 300cc of fluid. The patient was not compromised in any respect and the provider's exposure was to sterile IV fluid. Alaris infusion set 20 drip.